Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus australia and it was found as follows; -the angulation did not meet specification (reduced angulation to bent and playing of the angulation control knob) -the angulation to bent were slack and heavy due to worn bending tube an angulation wires -the light guide lens was chipped and cracked. -the bending rubber adhesive was detached, chipped, cracked or had a burr. -the scope connector unit had fluid invasion, stain, or corrosion. -the appearance of the control unit cover had scratches. -the control section cover was dirt. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive at three times as follows; [first time; (B)(6) 2021] mixed growth of pseudomonas aeruginosa and comamonas kerstersii: 200 cfu [second time; (B)(6) 2021] enterobacter cloacae complex: 131 cfu [third time; (B)(6) 2021] unspecified microbe: 11 cfu. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.